Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to loose protruded drive support. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked battery tube threads and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin was squirting our during a manual prime. The customer stated the insulin pump's piston continued to move forward after reservoir contact. Customer did not see numbers appearing on the screen and no beeps were heard. The customer's blood glucose was 103 mg/dl. The customer did not bump or drop the insulin pump. Customer agreed to return the insulin pump for analysis.